Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. The patient indicated that he was hospitalized on an unspecified date/time for kidney failure and needing a fistula. He was not implicating a pump issue for the hospitalization. During the hospitalization, the patient's wife reportedly turn the pump off for about a week. When the patient powered the pump back on a day earlier on (B)(6) 2012, he reportedly found his basal program as being empty. He thought his basal program had canceled. Therefore, the patient created a new basal program based on memory. As a result of the new basal program, the patient claimed that he suffered a low bg level of "49 mg/dl" at 6:00 pm on (B)(6) 2012. At that time, the patient was reportedly unresponsive according to his wife. When the wife threatened to call 911, the patient reportedly perked up and was able to consume orange juice and ice cream. By 8:00 pm his bg level rose to "87 mg/dl." No medical intervention was reported by the patient. Through troubleshooting, the anm representative found out that the patient was currently using a "2-other" basal program with a total of "27.76 units/day." The pump's "1-weekday" basal program was set to a total of "12.27 units/day." The patient confirmed that he should have been using the "1-weekday" setting. The patient concluded that he must have looked at either program 3 or 4. The anm assisted the patient with changing the basal program to "1-weekday." He was also advised to contact his health care provider (hcp) to review the pump's settings for accuracy. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a low bg level, became unresponsive, and received assistance from his wife after he incorrectly programmed the pump's basal program. The patient's injury can be attributed to use-error considering the patient incorrectly set up the pump's basal program based on memory.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.